Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the submental area on (B)(6) 2021 using the coolmini applicator and developed paradoxical adipose hyperplasia (pah/ph).

Manufacturer narrative:
Corrected data.

Event description:
A coolsculpting treatment provider reported that a patient received coolsculpting treatment to the submental area on (B)(6) 2021 using the coolmini applicator and developed paradoxical adipose hyperplasia (pah/ph).